Event description:
It was reported that the patient received a shock due to nonphysiologic sensing. The lead has an apparent fracture on the pace/sense portion. The impedance in the last two weeks had been fluctuating between baseline and greater than 2500 ohms. The pace/sense portion of the lead was replaced with a new lead. The high voltage portion remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received a shock due to nonphysiologic sensing. The lead has an apparent fracture on the pace/sense portion. The impedance in the last two weeks had been fluctuating between baseline and greater than 2500 ohms. The pace/sense portion of the lead was replaced with a new lead. The high voltage portion remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient heard alert tones, and interrogation showed high rv coil impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).